Event description:
The pt experienced a shocking/jolting sensation in the buttock area starting the week prior. There were no known related falls or accidents. The pt was at home-she was still seeking a physician. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).